Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer's blood glucose was 500 mg/dl. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and insulin did exit. Cannula was bent. Customer declined further troubleshooting. Customer was advised to change entire infusion set and to contact healthcare professional if problem persisted.